Manufacturer narrative:
Health code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, granuloma.

Event description:
Healthcare professional reported, right-side capsular contracture baker grade ii, "exudation of the prosthesis," and "silicomas" per imaging report. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: e3 h6. Visual analysis of the photographs identified: gel bleed: no observe gel bleed on the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right-side capsular contracture baker grade ii, "exudation of the prosthesis," and "silicomas" per imaging report. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, right-side capsular contracture baker grade ii, "exudation of the prosthesis," and "silicomas" per imaging report. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, right-side capsular contracture baker grade ii, "exudation of the prosthesis," and "silicomas" per imaging report. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ gel bleed: no observed. Additional observations: ¿ deformation device observed on the device. ¿ yellow particles observed on the device. ¿ air void observed in the gel. No further actions are required as the device was implanted.